Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for ten patient samples tested with elecsys igf-1 on a cobas e 411 immunoassay analyzer. The values of the roche igf-1 test were reported outside of the laboratory to medical personnel and compared to values measured with the siemens immulite assay. The reporter believes the values obtained with the immulite assay to be correct as these values matched better with the clinical picture of the patients. Refer to the attachment for all patient data. The e411 analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation could not identify a product problem. A general reagent issue can be excluded based on the provided validation data as recovery was within expectations. The e411 and siemens immulite methods have limited comparability due to different reference standards used.